Manufacturer narrative:
Investigation pending.

Event description:
Nurse called to provide info. Inratio inr=2.1, lab inr=12.7, 11.3. Tests completed with 10 mins apart. Pt's therapeutic range is 2.0 - 3.0.